Event description:
It was reported that the patient experienced pain at the ipg site. Additionally, patient had ineffective therapy, and reprogramming was unable to resolve the issue. As a result, surgical intervention took place on (B)(6) 2025, wherein the entire system was explanted. It is unknown which lead caused the issue.

Manufacturer narrative:
Date of event is estimated. Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 90cm length, model: 3189, UDI: (B)(4), serial: (B)(6), batch:8029493. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.